Event description:
On (B)(6) 2010, a (B)(6) female patient was undergoing a ventriculoperitoneal (vp) shunt insertion. It was reported that the sheath came apart in several areas when the doctor tried to pull it through the subcutaneous tissue. The surgery took a few minutes longer due to having to retrieve the broken pieces from the patient. The case continued and another sheath was not needed. There was no patient injury. Patient outcome was reported as good.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.